Event description:
It is reported that the pt underwent routine hip replacement in 1993. The device was revised in 2008, due to poly wear and osteolysis.

Manufacturer narrative:
Eval summary: many factors can contribute to wear of the polyethylene liner including, but not limited to the femoral head selection and component condition, component position, and pt activity level. In this particular situation, none of these factors are known. Cause cannot be definitively determined. Eval: no prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.